Event description:
Caller received a c-pap machine a week ago and has been experiencing negative side effects since then. The device was to help with airway problems from weight gain and thyroid issues. However, the issues have gotten worse. Caller advised she wakes up with a headache, chest congestion, yellowish mucus from nares and mouth, cough and swollen glands. Caller believes the device is emitting some kind of powdery/flowery smell and it is making her sick. Caller did inform the supply company and was advised it might take about 2-3 weeks to get used to the device.